Manufacturer narrative:
The facilities biomed found the trend limit switch was stuck. The biomed tapped on the limit switch to repair the bed.

Event description:
The facilities biomed indicated that the reverse trendelenburg function is not working.